Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Customer's expected results are 75-109mg/dl - fasting. Manufacturer's strip expiration date is 07/22/2018 and strip open date is (B)(6) 2015. Strip storage is correct. Reviewed meter memory (date/time not set): 131mg/dl (B)(6) 2016 11:24:00 pm fasting: yes; 89mg/dl (B)(6) 2016 08:42:00 pm fasting: yes; 133mg/dl (B)(6) 2016 08:52:00 pm fasting: yes; 75mg/dl (B)(6) 2016 08:35:00 pm fasting: yes; 87mg/dl (B)(6) 2016 08:49:00 pm fasting: yes. Memory concerns: below 80mg/dl. Caller is testing 2-3 x daily. Customer has had a change in meds adding glimepiride and is fighting an infection.